Manufacturer narrative:
Date of event is unknown. This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent implant procedure in (B)(6). Post-operative, on (B)(6) 2018, patient underwent hardware removal due to infection and non-union. During the removal, the titanium (ti) cannulated tibial nail-ex, ti end cap and two (2) proximal screws were removed. The tibia was reamed, and then tissue specimens were collected and sent to the laboratory. Antibiotic beads were applied as a treatment for the infection. Patient outcome was unknown. The procedure was completed successfully. This report is for two (2) unknown screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.